Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found to be built up throughout the inside of the handpiece. Additionally there were signs of non-stryker repair as evident by the use of the wrong type of loctite.

Event description:
It was reported that the core impaction drill heated up. No further information was available upon follow-up.